Event description:
It was reported that, "cr 4-9mm trial insert cracked while inserting it to trial."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.